Manufacturer narrative:
The disposable pressure transducer was not received for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Based on the available information, no action was required at this time; however, edwards will continue to review and monitor all events.

Manufacturer narrative:
The device was not available for evaluation since the event was reported by the competent authority in brazil and the customer information was confidential. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when connecting this disposable pressure transducer (dpt), inaccurate blood pressure values (210/100 and 60/30) were provided. The cable was replaced without success, replacing the dpt the issue was solved. Patient demographics unable to be obtained. There was no allegation of patient injury.